Event description:
On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications before patient placement. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged necrotic tissue is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrotic tissue is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. An evaluation of the device could not be performed as the device has not been returned to kci. Upon receipt of the device, an evaluation will be performed. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 08-apr-2021, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed by the surgeon on (B)(6) 2021 allegedly due to repetitive necrotic tissue. The patient is pending x-ray results to determine when surgery will be scheduled. On 28-apr-2021, the following information was provided to kci by the physician: the necrotic tissue was allegedly related to v.a.c.® therapy and resolved post removal of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The necrotic tissue allegedly resolved with packing dressing changes; therefore, sharp debridement was not required.